Event description:
During functional testing, this set of electrodes was not recognized by the associated defibirllator. Complainant indicated that there was no patient involvement in the reported malfucntion.